Event description:
The reporter stated the surgeon reported a 12.6mm micl 12.6 implantable collamer lens as being defective. The lens was not loaded or used and there was no patient contact. The reporter stated the lens was received that way. The back-up lens was implanted.

Manufacturer narrative:
(B) (4) (defective lens): evaluation - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).